Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer¿s blood glucose level was 400 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.